Event description:
One day after a cesarean procedure the pt experienced a wound separation which was closed with suture and local anesthesia in the pt's hospital room.

Manufacturer narrative:
Device not returned to MFR.